Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on april 15, 2020. Device evaluation summary: during visual evaluation of the device, parallel lines of shell wear were observed on the anterior extending to the posterior aspect, suggesting in-vivo folding or creasing of the device. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2020 a mentor siltex contour profile moderate breast prosthesis was received by the mentor failure analysis lab with no accompanying information. The device could not be associated with an existing complaint. However, it is likely that this device was explanted from a patient. Meaning that a surgical intervention related to this device was performed.